Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified transfer set disconnected from the titanium adapter during peritoneal dialysis therapy. The patient reconnected and completed therapy. The following day the patient was put on vancomycin and ceftazidime prophylactically. Both antibiotics have since been discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.